Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h1, h2, h3, h6 and h10. Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00009. Concomitant medical products: ribfix blu system 12 hole pre-bent plate, part# 76-2602, lot# ni, zimmer biomet. Ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10mm, part# 76-2410, lot# ni, zimmer biomet. Dynagraft ii, part# 02-2000-050, lot# 161227, isotis orthobiologics. Initial reporter occupation ¿ patient.

Event description:
It was reported a patient underwent a revision to remove a rib plate two years following implantation due to plate fracture and pain. Two years ago, the patient was implanted with a rib plate during an open reduction and internal fixation of a rib fracture with non-union on the left 11th rib. The patient experienced constant pain following implantation. The surgeon discovered the plate was fractured and removed the plate and rib bone. The patient now describes his condition as great. No additional patient consequences have been reported.